Manufacturer narrative:
The endowrist vessel sealer instrument has been returned to isi for evaluation. However, the failure analysis investigation is still in progress. A follow-up MDR will be submitted once the failure analysis has been completed and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the endowrist vessel sealer instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from the endowrist vessel sealer instrument broke off and fell inside the patient. The broken fragment was retrieved immediately with an unspecified instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information regarding the reported event; however, no additional information has been obtained as of date of this report.

Manufacturer narrative:
The endowrist vessel sealer instrument has been returned to isi for evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip tip of the winged area. The fragment measured an approximate size of 0.33¿ x 0.07¿. The root cause of this failure mode is still under investigation. A follow-up MDR will be submitted and/if additional information is received.